Event description:
A dialysis facility reported that smoke was noted to be coming from the back of a machine. The machine was unplugged from the wall outlet and small flames were seen through the vents when it was pulled from the treatment area. Treatment was discontinued with no adverse effect to the pt.